Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
The rotating cuff of the stopcock came off during high pressure injection at 900 psi. Contrast medium was sprayed. No report of harm or injury. The customer reported 2 defective and two 'date of event' dates, (B)(6) 2010 and (B)(6) 2010. The customer did not provided any specific info or clinical details for the add'l event. The customer is expected to return one used device. Therefore, this single form FDA 3500a report will be filed.